Event description:
(B)(4). It was reported that following a carotid artery stenting treatment procedure, the patient developed hypotension. The index procedure treated an 82% stenosed, 8x40mm lesion in the right internal carotid artery. Treatment consisted of attempted placement of a filterwire ez; however, the device was unable to be placed due to vessel tortuosity. An 8x36mm carotid wallstent was successfully implanted with post dilation resulting in 3% residual stenosis. The patient experienced hypotension in the recovery room and was treated with a saline fluid bolus to support blood pressure. The patient was asymptomatic at the time of the event. The patient was discharged one day post procedure.

Manufacturer narrative:
(B)(6). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).